Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the stuck lock line. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The first mitraclip was inserted and grasped the leaflets. The clip was ready to be deployed. During removal of the lock line, after approximately 12 inches of line removal, the line became stuck and could not be removed. The clip was unlocked and the grasp was released. The undeployed clip was removed from the patient. The procedure continued with a new mitraclip. Mr was reduced to grade 2 to 3 with two mitraclips. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). A visual and functional inspection was performed on the returned device and the reported inability removing the lock line was confirmed during analysis of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to the reported event. Review of the complaint history identified no similar incidents reported from this lot. While the mechanical jam/inability to remove the lock line/mechanical jam appears to be the result of the observed knot, a definitive cause for how the knot formed could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.